Event description:
The customer reported baths overflow of a few millimeters from the coulter ac t diff analyzer during troubleshooting for low white blood cell (wbc) recovery on all three levels of quality control (qc). The customer stated that the spill was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and labcoat and no injury or exposure was reported. Patient samples were not affected and there was no change to patient treatment in connection with this event. The customer technical support (cts) assisted the customer with troubleshooting over the telephone and noted that the wbc bath was draining slower than the red blood cell (rbc) bath. The customer indicated that the tubing which exits the drain path of the wbc bath was dirty. Beckman coulter field service engineer (fse) followed up with the customer via telephone and assisted the customer with replacing a leaking tubing at waste pump (pm1). Issue was resolved and no further leak was observed. Failure mode was determined to be a leaking tubing at waste pump (pm1).

Manufacturer narrative:
Method: troubleshooting was performed by the customer with the help of customer technical support (cts) and field service engineer (fse) over the phone. Conclusion: instrument was repaired by the customer with the help of cts and fse's instructions over the phone. (B)(4).